Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit and had blank display. The customer's blood glucose level at the time of incident was 530mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer states the batteries were out of the pump for longer than duration allowed. The customer was advised to monitor the device and call back if issues persist.